Event description:
A customer in a foreign country reported experiencing endophthalmitis in six pts following cataract extraction procedures with the same phacoemulsification machine. Therapy was required to treat the pts and all have responded well.